Event description:
Home patient returned a sample of a homechoice cassette per baxter quality engineering's request. Upon evaluation of the set, the quality engineer noted parting line flash around the external flange of the luer. This flash has been noted to cause incomplete prime of the patient line of the homechoice cassette. No issue was reported with this lot number by the patient. No patient injury or medical intervention was reported at time of sample request.